Event description:
It was reported an issue with premicron suture. The client reported that in the original box of article c0120050 some packages of product with article c0120009 were found. No more information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received an open box labeled as premicron green 3/0 (2) 17x45cm; code c0120050 and batch 621195 that contains 30 unopened pouches, 28 of the same code-batch as the product box (0120050-621195) and 2 of another reference-batch (0120009-617441; premicron green 0 (3,5) 10x45cm ddp). According to the customer information received, the missing units in the box were also from the wrong code-batch 0120009-617441). Upon investigation, the origin of this mix-up could not be determined. Checking the traceability, both products did not overlap during the production process or in the same warehouse. Therefore, this mix-up probably took place outside braun surgical spain facilities. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. We consider that this complaint is confirmed due to the evidence of the samples received. However, the root-cause could not be identified. Final conclusion: taking into account that the box received contains some units of another code-batch, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.